Event description:
Philips received a complaint by the customer on the v60, indicating that diagnostic code 1203 - low leak-co2 rebreathing risk had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to the latest service manual. The biomed was then advised to replace the flow sensor or gas delivery system (gds). The customer replaced the flow sensor assembly to resolve the issue. The customer replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.